Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found that ¿expoxy was observed on the outer insulation of the extension, near the proximal end.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implanting physician that during the implant procedure, the plastic covers didn¿t cover all the cables. The extension appeared to be bent and was immediately replaced. There were no patient symptoms reported, and replacing the extension resolved the issue.